Event description:
Spontaneous call from brother stating cadd legacy pump just stopped working and this was the patient's back up pump. Patient was off veletri for about 30 minutes at time of call. Patient is currently in route via ambulance to hospital to continue infusion. Medical team took both malfunctioning pumps so unable to obtain serial numbers and exact reason for malfunction unk by brother. Pump was in use when fault occurred. Lapse in infusion did occur but presence/severity of side effects/injury unknown due to malfunction. Sending replacement pump and patient will return malfunctioning pump. Patient does not have back up pump hence reason for going to the hospital. Infusion is life-sustaining. Outcome is currently ongoing. No other information is known or was provided at this time. Reported to (B)(6) by pt/caregiver.